Event description:
It was reported that the patient's advance sling was removed due to erosion. The patient was implanted with an alternative continence device on (B)(6) 2017. During that surgery, the urethra looked good under cystoscope. No further patient complications were reported in relation to this event.